Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient expressed significant disappointment persistent bumps in the area after receiving skinvive¿ by juvéderm® injections in the cheek and neck areas. The patient requested treatment with hyaluronidase to dissolve the persistent bumps in the neck area. The two-week follow-up appointment showed that the patient continued to have the prominent bumps localized to the neck area. But the facial treatment area has completely recovered with no remaining concerns or visible complications.